Event description:
Pt had neopicc placed via right antecubital vein without difficulty on 2nd day of life for prolonged venous access, few veins remaining, and requiring IV antibiotics. After prep, 1.9 fr. Neopicc inserted into antecubital vein without difficulty. Good blood return noted. Flushed easily. Initial x-ray showed tip curled in axillae. Line pulled back and reinserted after head repositioned to 12cm. Repeat chest x-ray showed tip curled in axillae again. Line pulled back 5 cm to 7 cm for placement in the distal subclavian vein. Two days later, right arm, chest and shoulder were noted to be edematous. PICC line removed intact.